Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release covered stent was to be implanted in the bronchus to treat a malignant airway stenosis during a transbronchial stent placement procedure performed on (B)(6) 2024. The patient's anatomy was not tight and was not dilated prior to stent placement. During the procedure, the stent could not be deployed. The stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another ultraflex tracheobronchial stent, there was no patient complications reported due to this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Block e1: the initial reporter phone number has been corrected. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an ultraflex tracheobronchial stent was received for analysis. The stent was returned partially deployed. A functional test was performed by pulling the finger ring, and the stent deployed without any problems and no resistance was felt. Furthermore, media inspection confirmed the stent was partially deployed. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of stent partially deployed. It is most likely that procedural factors, such as lesion characteristics, device handling, and the physician's technique (including the force applied), contributed to the damages observed in the device. These damages may have prevented the full deployment of the stent during the procedure. Therefore, a review and analysis of all available information indicated that the most probable cause is an adverse event related to the procedure.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release covered stent was to be implanted in the bronchus to treat a malignant airway stenosis during a transbronchial stent placement procedure performed on (B)(6) 2024. The patient's anatomy was not tight and was not dilated prior to stent placement. During the procedure, the stent could not be deployed. The stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another ultraflex tracheobronchial stent, there was no patient complications reported due to this event. The patient condition following the procedure was reported to be stable.